Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a return of tremors on the right side. Tremors started (B)(6) 2018 per husband the caller. Husband thought maybe the ins was turned off and that was the reason for the return of symptoms. Husband stated that the patient had a fall and hit the right side of their head. Patient services had the caller check the patient¿s programmer and check ins status. Programmer indicated that the therapy was on and battery level was 2.93 v, programmer batteries were 100%. There was no access to see programming or patient settings. It was recommended to get the system checked by hcp or rep. Caller was redirected to see if rep could check patient¿s device. There were no further complications reported.